Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the ok button is reportedly intermittently unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the keypad cover was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to be responsive to button presses during testing. The keypad was removed and no contamination was found under the button contacts. The complaint of under responsive keypad buttons was not duplicated during investigation. The pump cover was removed and internal moisture was found on the keypad flex connector.